Event description:
Healthcare professional (hcp) reported that patient was injected with one syringe of juvéderm® volbella® with lidocaine in lips. Post-treatment, patient developed swelling that resolved at an unspecified time. Approximately two months later, patient's right upper lip (lp1) swelled and progressed to lower lip (lp1) bilaterally. The swelling characterized as worse in the morning and settles during the day. Patient was told to take reactine 5mg, then to double it overnight. Nine days later, patient's swelling was markedly down though there was a palpable nodule. One day later, patient was prescribed ciprofloxacin 500mg, escitalopram 10mg, and eltroxin 0.125mg each once daily. One day later, patient was prescribed protopic 0.1% ointment twice daily on lips. Five days later, patient was switched to doxycycline 100mg twice daily, prednisone 5mg tapering dose. Nine days later, patient was given another course of prednisone and doxycycline once daily for two weeks. One month later, nodules were mostly resolved. Two months later, patient was seen at the office and (hcp) reported "late-onset inflammatory nodule reaction in (patient) lips has completely cleared now." Symptoms resolved.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.